Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and was unable to duplicate the error, but found a broken supply tip clip in the reported problem area of the pipetter assembly. The fse replaced the tip clip spring in the tip supply. The instrument was inspected, tested without further problem, and returned to service.